Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states. Additional information will be submitted upon 30 days of receipt.

Event description:
During dilation of the side branches of the bifurcation (kissing balloon), two 3.0 x 10 mm firestar balloons were used. One of the balloons leaked at 6 atm. The physician pulled the damaged balloon out and another 3.0 x 10 mm firestar balloon was used without a problem.